Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was transferred from olympus service operation repair center (sorc) to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that there was black foreign material inside the air/water nozzle, and as a result of component analysis, it was found that the subject foreign material was a silicone-based substance. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the investigation result, omsc concluded that the reported phenomenon was caused by the foreign material clogging inside the air/water nozzle, but could not determine the exact cause of the foreign material clogging inside the air/water nozzle because the silicone-based substance was used in various applications such as watertight packing, silicone-based adhesives, and silicone members. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at olympus service operation repair center (sorc), it was found that the air/water nozzle was clogged with foreign material. There was the possibility that insufficiently or incorrectly reprocessed subject device might be used for next procedure. The reprocessing method of the subject device at the user facility is unknown. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to sorc. Sorc checked the subject device and found the reported phenomenon. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.